Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the upstream occlusion (uso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during infusion, the device exhibited an upstream occlusion (uso) alarm. Per the reporter, the patient denied any tubing kinks or closed clamps. The patient also stated that all of the medication was contained within the cassette. Troubleshooting was performed and the pump would turn on but the alarm persisted. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.